Event description:
It was reported that a pt suffered an adverse reaction while being transfused through the device. The pt reportedly developed hypertension 15 minutes after the transfusion was initiated. The transfusion was stopped and the pt was treated with bolus of IV fluids. When the incident occurred, the pt was being treated with vasotec and lasix due to hypertension. The pt being treated was in very critical condition, but his was the only hypertensive episode reported on the pt's record. The pt was febrile during hospitalization; therefore, he was on antibiotics before the transfusion. The pt later died on 8/25/1999 due to pneumonia.